Event description:
While impacting the 56 right cup trial into the acetabulum the connection stem bent and loosened from the base of the cup trial.

Manufacturer narrative:
An event regarding crack/fracture involving an adm cup trial was reported. The event was confirmed. The fractured location is approximately at the first thread of the connection rod. Dimensional inspection was performed to confirm the cup size is 56mm. Dimensional inspection of the connection rod was performed and is compliant to specification. The device could not be functionally tested due to the damage. The material analysis report concluded that the connection rod of the adm cup impactor fractured due to a bending overload conditions. No material or manufacturing defects were observed. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot.

Event description:
While impacting the 56 right cup trial into the acetabulum the connection stem bent and loosened from the base of the cup trial.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.